Event description:
Access was difficult. Arteries were very occluded. Gained access and went up and over from left femoral artery into left iliac artery. Placed a zilver flex stent in right common iliac. Went thought the stent with a wire into the sfa. They sheath they used to go up and over, seemed to push on the placed stent and the stent did a u-turn and went into de external iliac a section of the device did not remain inside the patient¿s body. See below the patient did require any additional procedures due to this occurrence. Because the stent curled back on itself, the curled part was removed and the rest of the stent remained ( as I have been told) according to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
PMA/510(k) #p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Device evaluation the zfv6-125-6-8.0 device of lot number c1819007involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zfv6-125-6-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-6-8.0 of lot number c1819007 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1819007. It should be noted that the instructions for use ifu0058-4 states the following: ¿in relation to the lesion site, the distal area of narrowing should be stented first, followed by the proximal locations¿. There is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of user error was identified from the available information. It is known that the user placed the proximal stent first, then crossed through this proximally placed stent in order to place a stent in the distal area of the lesion. This is considered user error, as per the instructions for use, ifu0058-4, ¿in relation to the lesion site, the distal area of narrowing should be stented first, followed by the proximal locations¿. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.